Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unknown out-of-range pacing impedance measurement triggering a lead safety switch (lss) to unipolar configuration. It was noted the patient had not been seen for many years and recently had been sent a latitude communicator with the first download showing a message from august of 2023 on this rv lead. Additional information was received that the high out-of-range pacing impedance measurement from august of 2023 was 2,011 ohms. There have been no additional out-of-range measurements reported, and the health care professional (hcp) did not implement any troubleshooting at this time. The lead and pacemaker remain in service and no adverse patient effects were reported. Additional information received advised the patient will be seen in-clinic and technical services (ts) was consulted due to there was a loss of capture (loc) observed in the bi-polar configuration and the health care professional (hcp) requested guidance for programming sensitivity. Ts advised there is no prior data stored since the lss and high out-of-range pacing impedance measurements in (B)(6) 2023 and ventricular events with noise in (B)(6) 2023. Ts provided troubleshooting suggestions and device optimization recommendations when the patient is evaluated in-clinic for further evaluation. The lead and pacemaker remain in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unknown out-of-range pacing impedance measurement triggering a lead safety switch (lss) to unipolar configuration. It was noted the patient had not been seen for many years and recently had been sent a latitude communicator with the first download showing a message from august of 2023 on this rv lead. Additional information was received that the high out-of-range pacing impedance measurement from august of 2023 was 2,011 ohms. There have been no additional out-of-range measurements reported, and the health care professional (hcp) did not implement any troubleshooting at this time. The lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unknown out-of-range pacing impedance measurement triggering a lead safety switch (lss) to unipolar configuration. It was noted the patient had not been seen for many years and recently had been sent a latitude communicator with the first download showing a message from (B)(6) 2023 on this rv lead. Additional information was received that the high out-of-range pacing impedance measurement from (B)(6) 2023 was 2,011 ohms. There have been no additional out-of-range measurements reported, and the health care professional (hcp) did not implement any troubleshooting at this time. The lead and pacemaker remain in service and no adverse patient effects were reported.